Manufacturer narrative:
No sample was received for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should a sample return, this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical coordinator reported that two ophthalmic forceps jaws were not opening and closing during a vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.